Manufacturer narrative:
The elecsys hiv combi pt reagent lot number is 782105, the expiration date was not provided. A field service engineer (fse) determined that the bead mixer was bent and replaced it and re-adjusted it. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result from the cobas e 411 analyzer (rack system). The patient's initial result on a non-roche analyzer was reactive, as 359.49 coi. The result on the e 411 was non-reactive, as 0.067 coi. A third result from a test strip was reactive. The sample was repeated on the e 411 after the field service engineers fix, with a result of 259.3 coi.